Manufacturer narrative:
H3: hardware analysis determined that the returned cable had an open connection. Hardware analysis of the returned power board could not be performed as the board arrived with a missing fuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi30000229, serial/lot #: (B)(4). Product ID: bi71000514, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure there was a trouble call that after moving the imaging system, when the mobile view station (mvs) power cable was plugged into the outlet, a short circuit occurred and a little spark came out, so the manufacturer representative (rep) visited the facility. When the rep visited, the hospital staff plugged it into the outlet again, it was confirmed that a little spark appeared from the socket part again. The power cable was judged out of order, the power cable was replaced. After replacement, the phenomenon that mvs did not turn on was confirmed. The mvs power board was judged also out of order, it was replaced. After replacement, it was confirmed that the operation was normal.